Event description:
The pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion with 99 percent stenosis degree in the mid left sfa. A 6f crossover sheath was used and the lesion was pre-dilatated. The device was delivered to the lesion but could not pass. The device was withdrawn to perform a 2nd pre-dilatation. Subsequently, another pulsar-18 with same size was successfully implanted.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.